Event description:
It was reported that during a prostate procedure, the fiber tip broke off at 91900j and was not retrieved. A second fiber was used and tip was damaged at 70000j. The case was completed with the second fiber. Patient outcome: "okay."